Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was a valve operator that had a worn poppet. Additional malfunctions were the exhaust muffler was clogged and the tie wraps had leaks.